Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was ovalized approximately 7.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the benchmark dc distal shaft was ovalized. This type of damage typically occurs due to improper handling during use. If a compressive force is applied to the distal shaft of the catheter during insertion into a sheath, damage such as this may occur. The non-penumbra device mentioned in the complaint was not returned to penumbra for evaluation. Benchmark dc devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the benchmark dc became pinched upon insertion into another manufacturer's sheath. The benchmark dc was removed and the procedure was completed using a new benchmark dc. There was no report of an adverse effect to the patient.